Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, on final deployment when the second tab released, the valve dislodged out on the non-coronary cusp and severe paravalvular leak (pvl) occurred. This valve was snared up into the ascending aorta and replaced with a second valve. The cause of the valve dislodgement was unclear as the depth was ¿perfect¿. Of note, the left ventricular outflow tract (lvot) was slightly elliptical and there was an existing mitral annuloplasty ring, however, this was not believed to be close in proximity to the aortic bioprosthetic valve. No additional adverse patient effects were reported.